Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The gap balancer was hard to twist.

Manufacturer narrative:
Conclusion and justification status: the complaint states the gap balancer was hard to twist. No device was returned. Hence the failure mode cannot be confirmed. The root cause of this failure mode is attributed to product design. The design is not robust if the IFU is not followed appropriately. The material of the handle has been altered to reduce the chance of galling via (B)(4). It is unlikely there is a manufacturing fault. Post market surveillance is per sep(B)(4). The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.